Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an asian male patient had impella cp pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had hemolysis and as a result blood transfusion was administered.